Event description:
The customer reported fluid leaked underneath the instrument during analysis of controls involving the coulter act diff 12 analyzer. The customer had on gloves during the event and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not generated. The customer has a risk management plan at the facility. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) turned on the analyzer and observed the red blood cell (rbc) bath not draining and overflowed with visible blood clog in the rbc bath. The fse noticed heavy buildup on the probe wipe and during a blank sample run, noticed the buildup falling in the bath. The fse cleaned the probe wipe, and replaced the water filter, check valve, pump-molded tube, and the diluent filters. The fse performed system startup and controls; all results passed within specifications. The unit conformed to the manufacturer's published performance specifications. (B)(4).